Manufacturer narrative:
G4: 18jun2020. B4: 22jun2020. The biomed states that the touchscreen is functional and can be use to make setting changes. Navigation-ring not working does not affect the functionality of the ventilator. The unit will continue to function and ventilate the patient. Therefore, based on the information provided, the incident is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report:10 jun 2020.

Event description:
The biomedical engineer reported that the nav-ring is not working during a preventive maintenance (pm). The customer contacted product support and requested for part ID for a front bezel. The customer reported that the unit was not in use on a patient. The biomed states that replacement of the front bezel corrected the issue.